Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the distal tip was kinked and detached exposing the tip of the metal corewire, approximately 1.0cm. There was no evidence of corewire fracture. The complaint is not consistent with the return. The information provided by the customer stated the tip was peeled; however, the return found that the distal tip was detached, exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. No other complaints have been reported for lot number 16026580.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic coating peeled. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. Investigation results revealed on october 7, 2015 that the distal tip was detached, exposing the tip of the metal corewire.